Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A historical review of the customer complaint database, dating back one year revealed no adverse trends of this nature against part number #4251601-02. There were no other reports of this nature against the reported lot #2k21258319. The actual sample involved in the reported event is not available for evaluation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn. All available information was forwarded to the manufacturer, b. Braun (B)(4). If additional pertinent information becomes available, a follow up report will be provided. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.